Manufacturer narrative:
. E3: occupation: nursing professional development specialist I. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the tr band was placed after a left heart cath (lhc), then a hematoma started in recovery. A second tr band was applied on the hematoma.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Two tr bands and one inflator were returned for assessment. The samples were subjected to visual analysis. No damage or deformities were noted on the bands or inflator. There is 3ml of air left in the first band and 0ml left in the second band. The samples were subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the inflation port or balloon assembly on both bands. The samples passed leak testing. The check valves were deconstructed to check for damage or foreign matter. Upon deconstruction, foreign matter was found in each valve. Two tr bands and one inflator were returned for assessment and the samples passed leak testing. The check valves were deconstructed, and foreign matter was found in each valve. The complaint can be confirmed for foreign matter in the check valve. Review of the device history record cannot be completed due to the unknown lot number. A corrective action was initiated for this issue.